Event description:
Dr (B)(6): catheter inserted, a piece broke off during the procedure and was unable to be retrieved. No kinks or defects on angiogram at the level of the sheath. Catheter had to be stented and trapped against the wall of the avf. (B)(6): required intervention. Insertion of four stents to isolate the broken catheter fragment against the vein wall. The stents that were used were ev3 (8 x 80 cm) lot# 8779100, ev3 (8 x 60 cm) lot# 15117739, cook (8 x 80 cm) lot# c649790, cordis (8 / 80 cm) lot# 15117739.

Manufacturer narrative:
Even consists of a broken device during an angiojet procedure. The pt is a (B)(6) female, with unk medical history, who presented with arteriovenous fistula (avf) thrombus. The physician was treating the avf with an angiojet spiroflex vg thrombectomy set. During treatment a portion of the device broke off which the physician was unable to retrieve. No kinks or defects were observed on the angiogram at the level of the sheath. The physician inserted four stents to isolate the remaining catheter fragment against the vein wall. The stents that were used were an (8 x 80 cm) lot# 8779100, (8 x 80 cm) lot# 8811099, (8 x 80 cm) lot# c649790, (8 x 80 cm) lot# 15117739. There is no info on the procedure details such as use of other devices, procedure complications, whether the physician encountered resistance when removing the catheter from the pt, or any pt sequelae. The exact amount of length that broke from the device is unk as the device is being held by the hospital. The hosp used 4 stents equaling 280 cm in length. However, medrad has received a picture of the device which was inside a biohazard bag which appears to have most of the catheter shaft intact. The pump and waste bag portion of the device that is connected to of the angiojet ultra console was cut about an inch from the catheter manifold. This is typical after device use. A majority of the catheter shaft appears to be intact; however, the distal tip of the device is obscured by the orange biohazard graphic on the bag. There appears to be a kink in the catheter shaft one inch from the end of the catheter. Even though most of catheter shaft appears intact, medrad is unable to determine how much of the distal tip is missing. Medrad rep have attempted to visit the hospital on two occasions, but have not been able to discuss the case with hospital staff to date. Note: use of the angiojet ultra spiroflex vg thrombectomy set for avf is considered off-label. This event is considered a reportable event as intervention was required in an attempt to retrieve the distal portion of the broken catheter. In addition, the physician was unable to retrieve the broken portion of the device from the pt and used 4 stents to tramp it against a vessel wall.